Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the ventilator's touchscreen was unresponsive and inoperable. The reported issue was resolved by replacing the front panel display and screen. After performing operation verification procedure (ovp), the device was returned to the customer operating to service specifications. The suspect component has been received by carefusion and it is in process to be evaluated. A supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator touch screen was unresponsive and kept "freezing". There was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed the screen was unresponsive to touch. The touch screen is physically damaged, causing the reported issue.